Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank was repaired and the 70 amp fuse on the snubbor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had poor image quality with black images and the system tracked to maximum technique. No pt injury was reported.